Event description:
On (B)(6) 2013 it was reported that the patient was admitted to the hospital for increased seizures. The patient was seen by the physician for the first time and system diagnostics showed dcdc 7. The physician is attributing this to a lead break and believes the patient has not been seen for several years by the neurologist. The patient typically feels stimulation, but recently the patient had not been feeling the stimulation. Diagnostics showed eos = no; however, the vns is turned off and the patient will be referred for a full revision. The generator will be replaced due to compatibility with the newer model leads. The physician did not request x-rays since surgery is going to be referred regardless and there was no documented trauma. The physician is attributing the increase in seizures and lack of stimulation to both the high impedance and the patient's recent medication changes due to kidney stones. It was unknown if any patient manipulation or trauma occurred as it was difficult for the physician to communicate with the patient. The patient confirmed that no trauma or manipulation occurred; however, the patient could have had trauma and not remembered it. The event date was unknown; however, it was likely the day the patient was admitted to the hospital ((B)(6) 2013) per the physician. No further details were discussed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Follow up with the physician found the following information. The patient's pre-vns seizure baseline level is unknown. The patient has generalized seizures, which have recently increased in frequency per the patient. The physician is not aware of any causal changes in medication that cause either the inability to perceive stimulation or increase in seizures. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.